Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels; the highest value was 464 mg/dl and 361 mg/dl was reported at the time of the call. System check was performed with tandem technical support and the pump was functioning as intended. The customer stated they used an insulin pen and delivered a correction bolus to stabilize impacted bg level.